Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations were 1cm from both sides of the set screw mark of the clik anchor. There were no exposed cables at the fracture locations. (B)(4) device evaluation indicated that the visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. There were no exposed cables at the clik site fracture locations.

Event description:
A report was received that the patient's leads were broken which was causing high impedances and loss of stimulation. Device malfunction was suspected. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #:(B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient's leads were broken which was causing high impedances and loss of stimulation. Device malfunction was suspected. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.